Event description:
Patient presented to the physician with persistent coughing. Physician decided to place a new sensing lead in an alternate space based on imaging to restore therapy. At the time of the revision surgery, the sensing lead had migrated into the pleural space. The lead was replaced to restore therapy. Upon conclusion of root cause analysis on 23-feb-2024, we found that the sense lead could expose the patient to a potential risk. The revision surgery addressed the risk and the issue is now resolved.